Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and shocked three times. It was suspected that the rhythm was atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use and is currently functioning as programed. No further patient complications have been reported as a result of this event.